Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining inaccurate erratic blood glucose readings of "509, 320 and 149 mg/dl" with the subject meter, performed within 20 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.